Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The lot 6008632 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 43 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 102 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 44 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6008632 was manufactured according to the document version 73 on the packing process in the line inset 6, on 09/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. Other one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set leakage event from the catheter. The insertion site was at thigh and stomach. Infusion set was used for 1-2 days. No further information was available.